Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corp that an injection gold probe bipolar electrohemostasis catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2009. According to the complainant, during the procedure after attaching the device to a generator, the catheter tip failed to cauterize. The procedure was completed with another injection gold probe bipolar electrohemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.